Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips healthcare to have the device sent to the philips repair bench for repair of an unspecified failure. There was no patient involvement.

Event description:
The philips (B)(4) bench later clarified that the customer had sent the device to the bench for repair of device failure to power on (does not turn on).